Event description:
A customer reported that while changing the battery of their freestyle blood glucose monitor, the unit of measurement setting changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment association with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.